Manufacturer narrative:
Compliant conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) had a leak in it and was not working when the user tried to deploy the device. Manual compression was applied for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepped and it is stated that it "appeared to be fine". A 6f non-cordis sheath was used for a left common femoral artery (cfa) access. There was no calcium or peripheral vascular disease (pvd) at access site or vessel tortuosity. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the left common femoral artery. The user is trained to the device. The device was opened in a sterile field and prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was received attached to the device, and the stopcock was found opened. The sealant and advancer tube remained in their manufactured positions. A non-cordis procedural sheath was returned separately, no damages were observed on it. In addition, the balloon was received fully deflated. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. The product history record (phr) review of lot f2226504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure reported. However, access site vessel characteristics (although reported that there was no calcium/pvd or vessel tortuosity) and/or concomitant device factors (although there were no damages noted to the procedural sheath received) most likely contributed to the reported event since this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
-The product history review is expected but has not been completed. -this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) had a leak in it and was not working when the user tried to deploy the device. Manual compression was applied for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepped and it is stated that it "appeared to be fine". A 6f non-cordis sheath was used for a left common femoral artery (cfa) access. There was no calcium or pvd at access site or vessel tortuosity. There was no prior pta, stent, or vascular graft in the left common femoral artery. The user is trained to the device. The device was opened in a sterile field and prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 -a review of the manufacturing documentation associated with lot f2226504 presented no issues during the manufacturing process that can be related to the reported event. -this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.